Manufacturer narrative:
The reported event was confirmed however the cause was unknown. Sample was evaluated and observed there was heavy salt accumulation on drainage lumen and snip eye that caused catheter difficult to remove. A potential root cause for this failure could be biological deposit block the snip eye/thin rubberize/over aspirated. How and when problem occurred could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[precautions] 1. Precautions for use (exercise caution when using the device in the following patients) (1) exercise caution when using the device in patients with high urinary calcium levels as encrustation on the balloon surface, catheter occlusion or damage may occur. 2. Important precautions (1) when catheter is inadvertently removed, inspect the balloon and shaft of catheter for rupture, defect, etc. Before inserting a new catheter. (2) when any part of the balloon and/or the catheter is missing, consider removing them using a cystoscope. (3) when it is difficult to remove catheter by deflating the balloon, take appropriate measures according to the section ¿troubleshooting¿." Correction: h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the catheter funnel was cut and watched it for more than 3 hours, but the water did not drain. Then the doctor punctured it. Per additional information via email from ibc on (B)(6)2021, the catheter was removed by percutaneous puncture.

Event description:
It was reported that the catheter funnel was cut and watched it for more than 3 hours, but the water did not drain. Then the doctor punctured it. Per additional information via email from ibc on 25may2021, the catheter was removed by percutaneous puncture.

Manufacturer narrative:
The reported event was inconclusive because poor sample condition. Based on the attached photo, the reported event could not be confirmed due to poor sample condition. Potential root cause for this failure mode could be user related (example: over aspirated, incorrect syringe)/ collapse lumen/ sac close eye/ valve damage. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: [precautions] 1. Precautions for use (exercise caution when using the device in the following patients) (1) exercise caution when using the device in patients with high urinary calcium levels as encrustation on the balloon surface, catheter occlusion or damage may occur. 2. Important precautions (1) when catheter is inadvertently removed, inspect the balloon and shaft of catheter for rupture, defect, etc. Before inserting a new catheter. (2) when any part of the balloon and/or the catheter is missing, consider removing them using a cystoscope. (3) when it is difficult to remove catheter by deflating the balloon, take appropriate measures according to the section ¿troubleshooting¿. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter funnel was cut and watched it for more than 3 hours, but the water did not drain. Then the doctor punctured it. Per additional information via email from ibc on 25may2021, the catheter was removed by percutaneous puncture.